Event description:
It was reported that this patient presented to the emergency room and their implantable cardioverter defibrillator (ICD) device was found to be exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead which triggered device tones. The rv lead is not a boston scientific product. In response, the rv lead was reprogrammed to the lead coil to device can vector and the shock impedance was back within normal specification limits. The lead impedance alert was cleared. It was noted that based on subsequent device data analysis, the device was operating normally and was no longer beeping. In addition, there were no faults observed, device battery status was at beginning of life and there were no magnet exposures. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room and their implantable cardioverter defibrillator (ICD) device was found to be exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead which triggered device tones. The rv lead is not a boston scientific product. In response, the rv lead was reprogrammed to the lead coil to device can vector and the shock impedance was back within normal specification limits. The lead impedance alert was cleared. It was noted that based on subsequent device data analysis, the device was operating normally and was no longer beeping. In addition, there were no faults observed, device battery status was at beginning of life and there were no magnet exposures. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced as part of a therapy upgrade for the patient. No adverse patient effects were reported. The device was returned to boston scientific.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient presented to the emergency room and their implantable cardioverter defibrillator (ICD) device was found to be exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead which triggered device tones. The rv lead is not a boston scientific product. In response, the rv lead was reprogrammed to the lead coil to device can vector and the shock impedance was back within normal specification limits. The lead impedance alert was cleared. It was noted that based on subsequent device data analysis, the device was operating normally and was no longer beeping. In addition, there were no faults observed, device battery status was at beginning of life and there were no magnet exposures. The products remain in-service. No patient symptoms or adverse patient effects were reported.